Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a low anterior resection case, the device was removed from the patient in order to be cleaned. While the dissector jaws were being cleaned with gauze, a piece of the active waveguide disengaged from the device. There was no patient involvement or injury. Another dissector was opened, installed onto the system and was used to complete the case.